Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap ventral hernia repair. According to the reporter: pump inflation port was found to be chipped off during preparation, prior to pt use. No pt involved. The case was not extended by more then 30 minutes.